Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On august 3, 2006, the lay-user/reporter contacted lifescan alleging that her mother's one touch surestep meter was reading inaccurately low. The medical affairs specialist (mas) listened to the call between the reporter and customer care advocate (cca) to obtain/verify information. The mas also mailed a letter to the reporter and patient since they could not be reached by telephone on two separate days. While drinking a glass of milk at an unspecified time in 2006, the patient started feeling dizzy. At that point, the patient tested her blood glucose on the meter and obtained a result of "9 mg/dl". The patient then drank a glass of orange juice. She retested her blood glucose and got "16 mg/dl." After obtaining the second reading, the reporter decided to call lifescan for assistance. The exact times the readings and treatment took place are unk. During troubleshooting with the reporter, the cca noted that the pt had tested herself using expired test strips. The patient retested using newer test strips. She obtained a reading of "371 mg/dl". The meter, test strips, and control solution were replaced. It would have been helpful to know the following information: when did the patient start obtaining low results, what other readings did the patient obtain prior to getting the readings of "9 and 16 mg/dl," and when were the patient's symptoms relieved. In addition, it would have been helpful to know what the patient's medication regimen is, if the patient was following the regimen before and during the time of concern, how long she had been using the expired test strips, and what times the readings and treatment took place. This complaint is being reported due to the following conclusion: the patient symptoms of dizziness, obtained low blood glucose results on the reported meter while using expired test strips, and treated herself by drinking orange juice. The patient vomited during the call with the cca, indicating her symptoms may be associated with being hyperglycemic. The patient retested with new strips and obtained a result of "371 mg/dl."